Manufacturer narrative:
(B)(6). Non-healthcare professional (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported on medwatch 1820334-2018-02235, a patient underwent an additional procedure due to the initial ultrathane mac-loc locking loop multipurpose drainage catheter fracturing. The replacement catheter fractured also after placement and was subsequently replaced with a like device. This report represents the second replacement device, currently in situ. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record and documentation were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive cause was unable to be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.